Event description:
Caller reported a cartridge alarm and cts confirmed the issue with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Cts decided to replace the pump and confirmed the customer would receive a new one with updated software. The caller was instructed on how to put the pump into storage mode and to return the problematic pump within 10 days. The customer understood the instructions, did not require a signature for delivery, and planned to use multiple daily injections as backup therapy.